Manufacturer narrative:
Product implicated is a titanium dome port w/valved catheter. Returned for evaluation is a dome port with a short segment of 8fr tubing attached to its stem by a cath-lock. The combined length of the sample measures 1.85" long. The port's septum is ruptured with approx. 1/3 of the circumference lifted at the 11 o'clock position as the stem points toward the examiner. The reservoir is exposed and is darkened by blood residue. The septum has numerous needle sick marks visible through the septum. There are two deep gashes across the top of the septum from a sharp instrument. These may have been incurred during port explantation. The segment of catheter tubing is approx. .95" long. There is dark blood residue inside the tubing lumen and under the cath-lock. The segment of tubing appears to have been cut with a sharp instrument at its distal end. The proximal end is rolled and compressed against the stem base. There are 3 black dots showing on the blue stripe. A lot history review is not possible since the product code and lot number are unk. The port lumen is checked for patency by inserting a blunt connector attached to a 12cc syringe filled with water into the distal end of the catheter tubing. After considerable resistance, a blood clot is expelled from the port stem into the reservoir. The lumen is now patent. The port base and septum are viewed under 5x magnification. No mfg defects are noted. There are impressions and parallel cuts in the cath-lock strain relief indicating that it has been gripped by a serrated jaw hemostat. The catheter tubing appears to have been cut by scissors. All port lot must pass 100% pressure testing during MFR. Typically, internal pressures required to dislodge a septum are in excess of 125 psi. This level of pressure can be generated in an occluded lumen. The blood residue found inside the port stem and reservoir suggest that the port was occluded before it was over pressurized. This resulted in the septum rupture. Proper flushing and maintenance after each use is essential in preventing an occluded lumen. The IFU warns against exceeding 25psi during infusion to prevent catheter damage. The dislodged septum is verified and should be considered user-related. The port septum rupture resulted from over pressurization of the lumen. This over pressurization condition resulted from an attempt to infuse through the occluded port lumen.

Event description:
Dislodged port septum. Removed 2/28/97 from the pt.